Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During troubleshooting an o-ring was identified on the pneumatic tap. Additionally, air bubbles were observed within the pump supplies. There was no adverse impact to customer¿s blood glucose level. The customer was able to remove the o-ring from the pump and changed the pump supplies to address the issues.